Event description:
The device was returned for mechanical hardware failure (vr assembly). Upon return, the device started up with double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and valve 1 tested ok. Performed hardware test and unit failed for valve 2 leak error. Investigation found the tank body assembly was cracked on the positive pressure side. Removed and replaced tank body and performed hardware test, unit passed. No other damage found .

Event description:
The following has been reported: biomed reported: "service needed error." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (vr assembly) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.